Event description:
It was reported the patient expired shortly after arriving to the hospital in full cardiac arrest. The death is suspected to have occurred due to an untreated ventricular fibrillation that was not converted with high voltage shocks. Review of the session record revealed charge timeouts prior to all of the therapies. The cause of the long charge times is unknown. A lower out of range high voltage lead impedance measurement was observed in a tachy episode. The system were removed and returned.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. The device was tested on the bench and using automated testing equipment and no anomalies were found. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of device malfunction.